Manufacturer narrative:
An osseotite® implant 3.75 x 10mm (oss310) was returned for investigation. Visual evaluation of the as returned products identified fractures on the implant threads and dried blood and bone around the devices. Functional testing to recreate the reported events could not be performed due to the nature of the device & event. Measurements to verify specifications could not be performed due to the damaged state of the implant. Pre-existing conditions noted on the per were bruxism and an allergy to levoflaxacino & corticoids. The patient had unknown bone density. The reported device was located on tooth # 14 and was used for 9 years 1 month. The customer reported the patient had delayed healing; however, it will not be investigated as it is a symptom of the reported events. The customer provided an x-ray image, which the sme, (medical affairs manager), used to confirm the patient¿s bone loss on site. The DHR was not available electronically for the subject lot number (551166) thus could not be further reviewed at the time of the investigation. A notification to manufacturing has been sent and requested to pull the DHR for review. The pce will be reopened and updated if there is any indication of non conformance, or any possible manufacturing issue related to the reported event. Since the DHR was not available, a search in the non-conformance database was conducted with the lot number to discover any non-conformances related to the reported event and subject lot number. No non-conformances were found for the subject lot number. Complaint history review was performed for the reported lot number (551166) for similar events and two other complaints were identified, both complaints were for implant fracture only. February post market trending was reviewed and there were no actionable events or corrective actions for the reported events (implant fracture & bone loss) or device (oss310). Therefore, based on the available information, device malfunction did occur for the device and reported event was confirmed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative. The following section has been corrected: h4: device manufactured date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported implant removed due to fracture and bone loss. It was reported delay in healing.